Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, a shaft break occurred outside of the patient. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. While advancing the 3.0x15mm quantum maverick balloon catheter, resistance was noted. The shaft was broken approximately 10cm from the hub, outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the shaft break was located on a portion of the device that could enter the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed a hypotube separation 58.5cm from the distal tip. The hypotube fracture surfaces were ovaled, suggesting the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).